Manufacturer narrative:
Revision occurred after 21 months due to loosening of components. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 21 months after the prior revision surgery, which occurred on (B)(6) 2023. The primary surgery occurred on (B)(6) 2023. No fall or other trauma reported. Revision occurred due to loosening of the baseplate component. A 24 mm + 6 lateralized baseplate, 6 mm post extension, 40 mm eccentric glenosphere, 40 mm +3 humeral stability cup, 2 of 9 mm spacer, and 3 standard screws were explanted. These items were replaced with a competitor antibiotic spacer; fx components were listed on the usage form for the case but were all wasted.